Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer was using off label insulin and failed to deliver a mealtime bolus. A correction bolus and manual injection were delivered to address bg. Tandem technical support provided off label messaging to the customer and advised caller pump users should manually bolus as needed for meals.